Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the readings were incorrect, an adhesive issue and "bleeding" with the adc sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer was unable to self treat and a third-party administered treatment of "insulin\glucagon". Attempts to contact the customer multiple times up to this point has been unsuccessful. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kits were reviewed and the dhrs showed the freestyle libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h6(adverse event problem) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the readings were incorrect, an adhesive issue and "bleeding" with the adc sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer was unable to self treat and a third-party administered treatment of "insulin\glucagon". Attempts to contact the customer multiple times up to this point has been unsuccessful. No further information was provided. There was no report of death or permanent injury associated with this event.